Manufacturer narrative:
Section h3, h6: it was reported that, after undergoing left hip resurfacing the patient experienced left greater trochanteric bursitis. This adverse event was treated on (B)(6)2017 by administering a joint injection. The devices, used in treatment, remain implanted and are therefore not available for analysis. Without a definitive batch number, a complete review of the historic complaints data cannot be performed for the device. A review was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified and this will continue to be monitored via routine trending. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No escalation actions are required as a result of this case. The supplied clinical / medical information was reviewed. The reported pain and subsequent injection were related to the greater trochanteric bursitis. It cannot be concluded the greater trochanteric bursitis was related to the implant. Without return of the actual devices or further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. D11: concomitant medical products and therapy dates.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after undergoing left hip resurfacing (bhr) on (B)(6) 2008 due to degenerative joint disease, the patient experienced left greater trochanteric bursitis. This adverse event was treated on (B)(6) 2017 by administering a 40 mg/ml methylprednisolone acetate joint injection (depo-medrol®).